Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced high blood glucose levels on (B)(6) 2025. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital for more than 24 hours on (B)(6) 2025 and received intravenous (IV) insulin drips and the patient blood glucose levels while admitting the hospital was 490 mg/dl. The patient had ketones and experienced symptoms such as throwing up and stomachache and the main reason for hospitalization was high blood glucose levels. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.